Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implantation of a biventricular pacemaker, high capture threshold was observed on the lead. The lead was removed, and a competitor lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.